Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took longer to infuse than expected. Fosaprepitant was programmed for a duration of 30 minutes but took 40 minutes to infuse during therapy in the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.